Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was suspected to have micro-dislodged as it was exhibiting high pacing threshold measurements. The ra lead was reprogrammed and remains in service. No adverse patient effects were reported.